Manufacturer narrative:
Product analysis: analysis of the device was able to confirm the customer comment of a broken screen. It was additionally noted during analysis that the stylus would not align within the upper right portion of the screen. The computer platform was replaced and the programmer was reloaded and its software updated. The device passed all safety, console and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen of the programmer was broken. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.